Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.